Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 03/30/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/17/2015 with the following findings:several 'no cartridge detected alarms', which were due to zero-value low force readings and can be indicative of the type of issue that was reported, were observed in the black box data. During the analysis, the pump was unable to detect the cartridge during the load step: the reported issue was duplicated. The pump passed a force sensor calibration check. The pump case was removed, and one of the force sensor pins was found to be cracked; this device failure directly contributed to the reported issue. Also, an open circuit condition was found at the force sensor flex due to a cracked trace near one of the force sensor pins; this device failure directly contributed to the reported issue. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. In addition, it was reported that the user received a ¿no cartridge detected¿ alarm while a filled cartridge was in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.